Event description:
Customer reportedly obtained results of 128mg/dl, 380mg/dl, and 475mg/dl on the advantage system within 10 minutes. An add'l comparison reported results of 43mg/dl and 193mg/dl on the advantage system within 10 minutes. Customer drank soda after receiving a result of 43mg/dl. No action was taken on any other device results. No adverse event reported. Requested return of suspect system and replacement was sent.